Manufacturer narrative:
Other, other text: b5: additional information received by smiths on 17-jun-2021 via email: no patient injury, updated date of event to (B)(6) 2021. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not duplicated. The reported -error code 46440- was not duplicated. 46440 is an unexpected value from the dso (downstream occlusion sensor). There are many instances of downstream occlusions in the ehl (event history log) which points to a faulty dso. The dso was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 46440. No adverse effects were reported.